Manufacturer narrative:
The v-pro max 2 sterilizer subject of the reported event is being returned for evaluation. The v-pro max 2 sterilizer is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their v-pro max 2 sterilizer caught fire during a cycle. No report of injury.